Manufacturer narrative:
Concomitant medical products: product ID: 3998, lot# lb7951, implanted: (B)(6) 2004, product type: lead. Product ID: 37743, serial# (B)(4), implanted:(B)(6) 2008, product type: programmer, patient. Product ID: 7435, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient. Product ID: 748951, serial# (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2008, product type: extension. Product ID: 748951, serial# (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2008, product type: extension. (B)(4).

Event description:
It was reported that the patient experienced a surge of stimulation when bending over the weekend prior to the report. The patient was met by a manufacturer representative and the stimulation was turned down and off. The stimulation was then turned back on and back to the amplitude setting that the patient found to be comfortable. The issue was resolved at the time of the report.